Event description:
Per the audiologist, the patient reportedly could not hear sound after a fall and hit their head in late 2008. An x ray indicated a crack in the receiver / stimulator. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.